Event description:
It was reported that while using bd push-button wingset, there was blood leakage around the wings on (1) device. No patient impact reported

Manufacturer narrative:
The following fields have been updated with corrected information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: na. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of leakage based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1: initial reporter phone number: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was blood leakage around the wings on (1) device. No patient impact reported.

Event description:
It was reported that while using bd push-button wingset, there was blood leakage around the wings on (1) device. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Date received by manufacturer: 30-oct-2024. D1. Medical device brand name: bd push-button wingset. D4. Medical device catalog # unknown. B5: describe event: it was reported that while using bd push-button wingset there was blood leakage around the wings on (1) device. No patient impact reported. Unique identifier (UDI) #: unknown. A photo received shows a push-button wingset but the exact catalog number could not be determined. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.